Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported image resolution poor is due to the patient anatomy. The reported tissue appears to be due to procedural conditions. The cause of reported thrombosis and pericardial effusion (pe) cannot be determined. Additionally, the reported patient effects of tissue injury, thrombus, and pericardial effusion are listed in the instructions for use and are known possible complications associated with mitraclip procedures. The reported medical intervention and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage, pericardial effusion, and intervention. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), a rotated hear, posterior and anterior mitral leaflet tethering. During a mitraclip procedure there was difficulty with imaging due to the anatomy. There were several instances where the clip was inverted from the left ventricle to the left atrium. When the clip was inverted and was posterior to the posterior annulus and wall, a suspected perforation occurred. This could not be confirmed due to poor visualization. Upon successful grasping and successful deployment, a pericardial effusion was noted. There was an attempt to perform pericardiocentesis. Due to clotting, a pericardial window was required and performed by a cardiothoracic surgeon. The pericardial effusion was treated. The mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay. The patient was hospitalized for three nights and then discharged. No additional information was provided.